Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal conductor fractured; a partial lead in segments was returned for analysis. Further testing revealed blood/body fluid on all conductors (not obstructed), the outer insulation was breached and had environmental stress cracking, the outer insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, and the outer insulation had a cosmetic depression. The analyst commented that they could not determine the anchoring sleeve fixation site. The ends of the proximal segment are fractured (ends of distal segment are cut). Continuity could still be tested on the rest of the segment. The proximal segment was measured from the fractured end to the connector pin and conector ring and distal segment from the cut ends to the ring electrode and then the tip electrode. (B)(4) the outer insulation was breached and had environmental stress cracking; the proximal segment of the lead was returned for analysis. Further testing revealed blood/body fluid on the proximal conductor (not obstructed), white substance on the outer insulation, and the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead fractured, had high or unstable threshold, no capture, high impedance, and undersensing. The right ventricular lead was removed and replaced. The right atrial lead was removed and replaced. The right atrial lead was returned to the manufacturer with no claims of product performance issues or patient complications, was analyzed, and tested out of specification. No patient complications were reported as a result of this event.